Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
They reported that they were dispatched in emergency room due to high blood glucose on (B)(6) 2021. Customer blood glucose was 480 mg/dl. Customer reported symptoms related to high blood glucose was sweat and nausea. Customer was treated with insulin drip for high blood glucose. The customer alleged that the insulin pump was under delivering. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. The insulin pump was passed in self test and displacement verification table test. The insulin pump will be returned for the further analysis.